Event description:
In 2005, approximately a month after cochlear implantation, this pt reportedly presented with a red scabbed area around the implant site. The area was topically treated and his external equipment was not used. The site improved. A month later, the pt was admitted to the hosp for a cellulitis infection and started on IV antibiotics. A CT scan showed that the cochlear implant was positioned correctly. Nine days later, the IV was discontinued and 2 week course of augmentin was prescribed. Marked improvement was noted the following month. The pt resumed use of the external equipment. Four months later, the pt experienced fever and swelling over the implant site. Treatment with augmentin was resumed. An office visit revealed that the wound was open and pus was drained from the site. On 8/29/2005, the cochlear implant was explanted and the pt was started on 6 weeks of IV antibiotics to resolve the infection. He is now off of antibiotics and the site appears to be healed.